Event description:
On (B)(6) 2025, the user¿s daughter reported that the user continued to experience fluctuating blood glucose (bg) levels. During the reported incident, the highest bg was 329 mg/dl and the lowest was 40 mg/dl. The user reported experiencing reported during low bg included dizziness, lightheadedness, and sweating. Corrections were performed using insulin and glucose. The user did not require outside assistance or medical intervention. An appointment with a trainer was scheduled to review meal announcement guidance and potentially perform a factory reset.